Manufacturer narrative:
The immucor laboratory tested the retention product on (B)(6) 2015 and (B)(6) 2015, which performed as expected. The customer sent patient blood samples to the immucor laboratory for testing, which was performed on (B)(6) 2015 using retention product of the product in question, which yielded unexpected negative outcomes, which was consistent with the customer's observations. Immucor technical support assessed the test well images of the testing in question by analyzing faxed copies of test results on (B)(6) 2015, because a remote electronic connection method was not available. An immucor field service engineer (fse) visited the customer site to assess the testing instrument on (B)(6) 2015. The fse found the instrument to operating as expected.

Event description:
On (B)(6) 2015, a customer reporting an unexpected negative antibody screen when using capture-r ready-screen (3) on a galileo echo instrument, when tested on (B)(6) 2015.